Event description:
An optometrist reported patient with corneal erosion of the left eye at three month photorefractive keratectomy (prk) post-operative visit. At visit patient complained of eye pain and blurry vision. Additional information from reporter indicated a bandage contact lens was needed to treat the event and the patient's topical steroid dosage was increased which helped to resolve the reported issue.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).